Event description:
It was reported that the priming button is not working." There was unknown patient involvement. The device evaluation found a non functional downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a few cracks. Functional test couldn't be fully completed at the time of the investigation, due to the nature of the problem with downstream occlusion (dso) sensor (pump won't acknowledge the cassette being connected and thus won't run). The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.